Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve. The physician reported the bioprosthesis was distorted in its position with a small tear at the edge of the leaflet on the noncoronary cusp. Stenosis was found at the right coronary ostium and pannus growth was observed at the left ventricular outflow tract (lvot). No additional adverse patient effects were reported.